Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 36 and 498 hours their blood glucose level had rose to over 400 mg/dl. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient removed the pod. The patient reports calling the emergency line and being provided instructions to change the pod and administer 2.5 to 3 units of insulin by manual syringe. In addition the patient was advised to increase their bolus amount to 10 percent. The patient spoke to the emergency line for 10 minutes. The patients pod will not be returned as it has been discarded.